Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the extract surgery took place for distal tibia, implanted in 2013. The reported screw, which inserted at the most distal part, could not come off during the surgery. Although the surgeon attempted to extracted the screw used by the drill bit, the screw was unable to be removed. Eventually he wrecked the head of the reported screw by the carbide drill bit of, and completed the surgery. It was also reported that no remain of the screw was confirmed as the surgeon succeeded to take off the shaft of the screw. The surgery was extended for 30 minutes due to this event. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact implant date unknown. Is for an unsterile part. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed as no product was received. An investigation summary was attempted. The investigation of the complaint could not be performed, no conclusion could be drawn, as no product was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.